Event description:
It was reported that the pump failed the downstream occlusion calibration test. The event occurred during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion seal. The event history log was reviewed. The downstream occlusion seal was replaced. The downstream occlusion sensor was calibrated. The device then passed all functional tests.